Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert's prior to replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest.